Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation reveals that the anchor is off the inserter and the suture is broken confirming the complaint. Under magnification, the anchor and the distal tip of the inserter revealed no structural anomalies. Although a definite root cause cannot be determined, it is a possibility that the suture might have come in contact with any of the sharp objects which caused it to break. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in chile that during a small joint surgical procedure, it was observed that the mini qa+ #2/o ocord v-5 suture device ruptured at bottom of the anchor. According to the reporter, this event complicated the surgery development because it was necessary to extract this anchor and reinserting a new one. It was reported that the surgeon used the same hole to place another anchor. It was reported that there was an unspecified delay in the surgical procedure but was not more than 30 minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.